Event description:
It was reported that the patient developed irritation at the cannula insertion site after switching insulin brand. The pod was worn between 24 and 36 hours on the leg. The patient consulted their physician and was prescribed a spray (product name not provided).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.